Event description:
It was reported that the patient underwent a loop electrocautery excision on (B)(6) 2010 and suture was used. During the procedure, the 2cm distal tip of the needle broke off in the right cervical and vaginal mucosa at the time of placing a stay suture around the cervical para cervical artery branches. The surgeon was unable to retrieve the needle tip. An additional surgery was scheduled for (B)(6) 2010, at which time the surgeon performed a hysterectomy to remove the needle. The patient then experienced night sweats, mood swings, hormonal imbalance and requires additional medical treatments. No additional information has been provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.